Event description:
It was reported that a malfunction occurred on the customer's pump, indicated by malfunction code 12, and initially, the customer could not reset the pump. There was no adverse impact on the customer's blood glucose level. After following up, it was confirmed that the customer successfully reset the pump on their own, which resolved the malfunction. The customer was informed to contact support again if the issue reoccurred, and it was noted that this pump had experienced the same issue twice before.